Event description:
It was reported that during central processing, an issue with the permanent cautery hook was found. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: one permanent cautery hook had a broken cable and the other one had a physical damage (a plastic piece was broken). The customer could not tell which one had which issue (prs 196762 & 196764).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.230¿ x 0.247¿ in size. This failure was most commonly caused by overloading at the instrument tip. Additional information not reported by site: the instrument was found to have the conductor wire cap dislodged from its normal position. Cap was not returned. This failure was most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have a broken boss feature on the monopolar yaw pulley. Broken piece was missing as a result of breakage. Size of missing piece is approximately 0.060¿ x 0.106¿. This failure was most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.